Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed from a seven day infusor. The device was filled with fluorouracil (non-baxter product) and initial flow was verified. The device was then connected to the patient, and 3 days later, the device was still full of solution. A central venous catheter was used with the device. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.